Manufacturer narrative:
The prograsp forceps instrument has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a black plastic piece chipped off of the prograsp forceps instrument. The fragment was retrieved during the same procedure which was completed robotically.

Manufacturer narrative:
Updated fields: d9, h2, h3, h6, and h11. Device evaluation: intuitive surgical, inc. (Isi) received the prograsp forceps instrument to perform failure analysis. The instrument was analyzed and found to have a broken main tube approximately 45.33 mm from the distal tip. A piece measuring approximately 4.69 mm x 2.79 mm in size was not returned with the instrument. Components adjacent to this broken main tube do not show damage. Additionally, the instrument was found to have dislodged proximal clevis at the main tube.

Event description:
Refer to h11 for follow-up information.